Event description:
An 82-yr-old male on a respirator for copd was noticed by nursing to not be adequately vented (after an alarm audibly occurred from the vent) because the respirator had shut down. The pt was immediately taken off the ventilator, ambued, and placed on another ventilator. There was absolutely no medical problem arising as a result of this incident. The MFR rep reviewed the instrument and concluded no known etiology for the malfunction. Investigation will continue.